Manufacturer narrative:
(B)(4). Additional questions in regard to the incident have been asked. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer had reported that during a procedure, the jaws of the device would not reopen while applied to tissue. The surgeon manually forced the jaws to open and release from the tissue. There was no tissue damage or bleeding, and the pt was not harmed. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the knife blade of the device was protruding from the jaws of device.